Event description:
The sales rep reported a broken mtp plate that was implanted in (B)(6) 2010 and was possibly a non/ malunion. Diabetic neuropathic patient. The surgeon reported that the patient returned for surgical removal of the broken hardware after the patient fell in the showed.